Event description:
This device was explanted due to eos. On (B)(6) 2024 device showed 100 percent battery. The next day the device delivered 48 plus shocks and went to eos. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.